Manufacturer narrative:
The reported lot number, 2155385, could not be verified. Therefore, the manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica standard sling kit during a procedure on (B)(6), 1999. According to the complainant, post-implantation, the patient experienced pain and swelling (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.